Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the proximal extension hub came off. Follow up information states the catheter was placed into the patient's right internal jugular and was in use for one day when the incident occurred. The patient was being moved at the time of the event. As a result, the catheter was exchanged. There was a delay in treatment and no patient death or complications reported.